Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Event description:
The customer reported a motor error alarm and n delivery alarm on the insulin pump. There was no significant event reported leading up to the alarms. The motor error alarm occurred during prime of the insulin pump. The customer's blood glucose value was 314 mg/dl. The customer was advised to discontinue use of the device, it returned it for analysis and a replacement, an to revert to a back-up plan as instructed by a health care professional. No further information was provided.